Event description:
The facility representative contacted baxter (B)(4) to report that a colleague infusion pump had a broken wiser safety slide clamp. This condition has the potential to cause an interruption of delivery. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.